Event description:
It has been reported "the patient (with type 1 diabetes) using the omnipod 5 insulin pump together with the libre 2 plus sensor had to visit the emergency department because the libre sensor had incorrectly shown low glucose values. As a result, the integrated omnipod pump reduced or stopped insulin delivery to the patient. During the night (8 october), the libre sensor continued to display low glucose readings, which the patient believed corresponded to symptoms of hypoglycemia. Capillary blood glucose testing, however, showed normal values. The patient ate breakfast in the morning and then went to work. The patient continued to experience low readings from the sensor but no corresponding symptoms. The patient treated the perceived low glucose levels with dextrose, but the sensor values remained low. The patient ate a sandwich and lunch without taking insulin. The patient then began to suspect a sensor malfunction. The patient rode a bicycle (felt unsteady) and did not feel well. Upon returning home, a capillary blood glucose measurement showed ¿hi.¿ at 14:30, ketones were measured at 1.7 mmol/l. The patient administered 28 mmol/l of insulin via the pump and also injected insulin manually. At 16:40, glucose was recorded at 28 mmol/l (measured in ros), having previously been 34 mmol/l. No ketoacidosis was present. The patient later replaced the sensor and continued using another glucose sensor with the omnipod 5 system." Abbott has been notified of the event on 24oct25.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.